Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. Image analysis summary: image shows the distal and proximal portion of a device and a shelf carton. On magnification of the image there is deformation evident to the stent. The lot number printed on the luer of the device corresponds with the lot number on the shelf carton and corresponds to the lot number reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely calcified and tortuous lesion exhibiting 98% stenosis located in the distal rca. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated 3 times at 10atm for 3 seconds. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is indicated that the stent failed to cross the lesion due to severely calcified lesion. An image provided indicates that stent deformation occurred. The patient is reported to be alive with no injury.